Manufacturer narrative:
The covidien customer report engineer (cse) inspected the device and verified the malfunction. The cse replaced the breath delivery unit (bdu) printed circuit board (pcb), upgraded the software to the current revision and performed the extended self-test (est), short self-test (sst) and the performance verification test (pvt). The device operated within mfg specs. (B)(4).

Event description:
A report received from the USA stated that an 840 ventilator experienced a device alert and stopped cycling while being used on a pt. The pt was removed from the device and placed on an alternate ventilator. There were no pt injuries reported.